Event description:
It was reported patient underwent an initial shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to the glenosphere pulling away from the glenoid and fracturing one of the locking screws after a patient fall. The fractured screw remains in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The following sections could not be completed due to the part/lot information could be: category number - 180501; lot number - 445930; expiration date - jan 31, 2023; manufacture date ¿ jan 15, 2013. Or the part/lot information could be: category number - 180503; lot number - 013390; expiration date - nov 30, 2022; manufacture date ¿ nov 27, 2012.